Manufacturer narrative:
The manufacturer did not receive devices for review. One picture of the broken device was received. X-rays or other source documents were not provided for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted a (B)(4) curved 24/200 in 2007 (exact implantation date unknown). It was reported that a revision surgery occurred on (B)(6) 2015 and that a breakage was observed. It was noticed that the proximal part was removed without any effort, whereas the distal part was difficult to extract and much higher forces were necessary.

Manufacturer narrative:
The device mfg quality records of the lot 2347528 indicate that the released components met all requirements to perform as intended. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again.

Event description:
It was reported that a patient was implanted a revitan dist. Straight 16/200 on (B)(6) 2007. It was reported that a revision surgery occurred on (B)(6) 2015 and that a breakage was observed. It was noticed that the proximal part was removed without any effort, whereas the distal part was difficult to extract and much higher forces were necessary.